Event description:
It was reported that during an unk procedure, that the device, can not fire. The surgery was not delayed. No further details were provided. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2023. D4: batch # 730a47. B3: exact event date unknown, only day and year provided, entered as (B)(6) 2023. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the sc45a device was returned with the closure trigger and jaws in the closed position with the knife advanced with no reload present. Also, the anvil knife slot was damaged. After further evaluation, the device could not be opened and one connector of the articulation was noted disengaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled and the closure trigger top was broken. The event reported was confirmed and it is related to improper use of the device. The damage on the knife slot is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage on the knife, closure trigger, and connector of articulation are consistent with applying a high force to the firing trigger on a locked device. Device history review: a manufacturing record evaluation was performed for the finished device batch number 730a47, and no non-conformances were identified.